Event description:
It was reported by provider that the joystick on the (B)(4) power chair was intermittent. No property damage or injury alleged. Provided disconnected, no further information provided.